Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the reported event. There were no patient medical records and limited patient images available for review. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. Devices were not returned for evaluation. Potential contributing factors to the reported event include; off label use, acetylsalicylic acid (asa) therapy, non-contrast patient follow ups, and patient anatomy.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device remains implanted in the patient.

Event description:
It was reported that the patient had an initial procedure on (B)(6) 2014 with a bifurcated, 2 infrarenal aortic extensions, and 3 limb stent grafts. Upon follow-up, on (B)(6) 2016 computed tomography (CT) revealed a endoleak. A secondary procedure was performed on (B)(6) 2016. During the procedure, 2 limb extensions were placed to reconnect the main body limb and iliac extension, however after placing the limbs, there was still a massive endoleak, which was determined to be an endoleak 3b. A bifurcated device was placed to reline the original graft, but upon advancing the main body, the graft began to auto deploy due to the extreme tortuosity and had to be removed. Two further attempts to deliver main bodies were also unsuccessful due to the patient's extremely tortuous iliacs. The patient expired same day ((B)(6) 2016) while in intensive care unit after the procedure.